Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: can you please provide more event details? No, no more information was given . Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Unk or, were staples missing or not visible after being deployed? Yes . Were any staple lines formed at all? No did the device staple at all? No. If yes, what was the appearance of the staples that deployed into the tissue? (B-formation, irregular, legs straight)? If the device did cut the tissue, but...

Event description:
It was reported that during an unknown procedure, the doctor informed us that the stapler didn't staple. No patient consequence mentioned.